Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly became unresponsive 2-3 hours after taking her normal dose of insulin. Caller reported her mother tested her blood glucose level with a result of 95 mg/dl; reading did not match customer's clinical state and she was treated with glucose gel in her mouth by her mother and then given a sandwich and juice. Test strips used at the time of the event has been discarded; no product will be returned.

Manufacturer narrative:
Lot 476189 was not used in this case.